Event description:
A customer reported that there were air bubbles coming from the auto infusion valve of the infusion tubing during surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).